Manufacturer narrative:
Initial reporter phone#: unknown initial reporter e-mail: unknown investigation summary: in response to the event reported, a device history review was conducted for lot number 2110984. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima units; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing ruptured during the CT exam and leaked. The following information was provided by the initial reporter, translated from chinese: "at 11:40, on(B)(6)2022. , the patient was sent to the CT room for enhanced CT examination. At 11:50, the staff in the CT room called about a 5mm rupture in the distal end of the indwelling needle extension hose, and the patient's indwelling needle extension hose was sprayed with water. The indwelling needle was immediately closed and the patient was comforted."